Event description:
Customer's mother reported hospitalization due to high blood glucose levels of 465 mg/dl. Customer reported nausea, vomiting, abdominal pain, thirst, frequent urination, and diabetes ketoacidosis prior to hospitalization. Customer was treated with insulin drips at the hospital. Customer's mother stated that the customer is currently at the hospital due to fluctuating blood glucose levels. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. High pressure test was also performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.